Event description:
A customer contacted beckman coulter inc., (bec) to report that the act diff analyzer generated erroneous low platelet (plt) results on multiple runs of multiple specimens drawn from one patient, without instrument generated flags. Total of three (3) samples were collected from the patient: the two initial runs of the first sample gave low plt results without instrument generated flags. The second and third reruns of this sample generated higher plt results with instrument generated flags and were considered correct. The patient was redrawn and the results of the second sample gave higher plt results and no instrument generated flags. The specimens 1 and 2 were rerun on an act diff 2 instrument and higher plt results were obtained than from the act diff instrument. These results were considered correct. A third sample from this patient was collected in a sodium (na) citrate tube (blue top). The initial and first rerun of this specimen gave similar high plt results, but bec does not support the results for samples collected in na citrate (blue top) tubes. The samples were rerun on a third instrument and the results match the correct high plt values of the previous instruments. However, it is unknown if the instrument generated flags because instrument flags are not shown in the lab information system (lis) report provided. The erroneous results were reported out of the laboratory. A corrected report was sent out using the results from the third instrument. There was no death, injury or change to patient treatment attributed or associated to this complaint.

Manufacturer narrative:
All controls recovered within specifications. There were no issues with any other patient samples. The customer considered that the erroneous results were attributed to this patient and did not require service to check the instrument. Per a conversation with the customer on (B)(4) 2012, there had been no further issues with the instrument. The cause for the erroneous low plt results is unknown; however, it may be attributed to the specimen from the one patient . Per labeling, act diff IFU, beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available flagging options to optimize the sensitivity of instrument results. All flagging options include patient limits (h/l), action limits (hh/ll), parameter flags, interpretive messages and analytical alarms. Beckman coulter recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions. Additionally, it is recommended that platelet counts less than 20x103/ul be reviewed.